Event description:
The pt reported experiencing elevated blood glucose of up to 618 mg/dl in 2009. He stated that his clothing was wet with insulin and he found that the infusion set luer was cracked and leaking. He did not have a replacement infusion set and he went to his physician. He injected insulin via pen to lower his blood glucose. His normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.